Event description:
It was reported the patient received the following results within 15 minutes: 220 mg/dl (patient's meter, strip lot 690391) and 113 mg/dl (wife's meter, strip lot 690372).

Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).